Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging the pump shows that the pump is not primed on the prime screen. The reporter alleged the pump does not give any alarm when the pump experiences loss of prime. No adverse event is being reported with this complaint because the device does not have a 510k assignment. This complaint is being reported because the alleged alarm issue remained unresolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 04/17/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03/26/2014 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was primed during investigation. The insulin cartridge was then removed to induce a loss of prime and the pump alarmed three minutes later, per normal operation. The audio and vibratory alarms were tested and found to be fully functional. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately without malfunction. The pump was exercised for 24 hours with no issues.